Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion below the bifurcation in the coronary circumflex artery with moderate tortuosity, heavy calcification and 90% stenosis, a 2.0x15 mm rx mini trek balloon dilatation catheter (bdc) was advanced without resistance and inflated for the first time at 7 atmospheres; however, the balloon ruptured. The bdc was withdrawn from the patient anatomy without resistance. Reportedly, there was no reported resistance during removal of the protective sheath and the device was prepped outside of the body, including submerging in saline prior to use. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. A new rx trek was used successfully to complete the procedure. No additional information was provided.